Manufacturer narrative:
Concomitant medical products item# 01.00181.480, lot# 2458333, metasul ldh, head, 48, code n, taper 18/20. Item# 01.00185.146, lot# 2469203, metasul ldh, head adapter, m, 0, taper 12/14-18/20. Item# 290039125, lot# 2475784, cls spotorno, stem, 135, uncemented, 12.5, taper 12/14. The device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with outside us durom cups where the initial implant date occurred after the accomplishment of a retraining program for users outside the USA which was initiated in (B)(6) 2009 as a corrective action and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in (B)(6) 2008 as notification z-2415/2426-2008. No further investigation required as this issue is known and addressed in cpt130015047 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that he experienced pain and elevated metal ions.